Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was getting errors and is no longer working. There was no reported adverse impact to the customer's blood glucose level. Customer is using multiple dose injections for insulin therapy. Multiple attempts were made by tandem technical support to follow up but further information was unable to be obtained.